Event description:
Patient underwent open cholecystectomy. Per the operative report, prior to closure, a 15 fr blake drain was placed within gallbladder fosse. Two days later, surgical resident was removing the drain. It was identified that part of the drain broke off and was retained in patient's abdomen - this was confirmed with radiographic study.four days post-op, the patient was taken back to surgery for removal of retained peritoneal blake drain. No further issues noted.